Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 31085. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement, the customer called during system setup to report a non-recoverable error on universal surgical manipulator (usm4). They had already rebooted the system prior to the call, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed error 31085, pointing to axes controller, carriage (acc) in usm 4, and guided them to perform a hard power cycle with emergency power off (epo), but the problem remained unresolved. The customer informed that the surgeon proceeded with three arms for the first surgery but would need four arms for the next procedure. The procedure was ultimately aborted, and no known impact or patient consequence was reported.